Event description:
Customer reported the system is displaying intermittent communication errors and intermittently will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the ground wire. System operates as intended. This MDR is related to ge healthcare complaint number.